Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected h6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. The customer reported issue was overheating. The customer reported issue was able to be confirmed through calibration. The cause of the reported issue was the faulty pcb (printed circuit board). The reported issue was resolved by replacing the faulty pcb. Device passed all functional and delivery tests performed after repair activities were completed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was overheating. The issue was discovered during preventative maintenance.